Event description:
It was reported the patient received the following results within 15 minutes: 86 mg/dl and 30mg/dl. The customer had dinner on (B)(6) 2022, around 9 pm . The customer´s wife stated that the customer began to sweat, did not feel well and the lips turned white. It is unknown if this was due to low blood glucose as the customer never had symptoms of low blood glucose. No treatment has been administered or attempted at this time. The wife drove the customer to the hospital and they arrived around 11 pm. The customer¿s blood glucose level was measured upon arrival at the hospital, but the wife was not sure of the results. The customer was then treated with an IV, of which the contents were unknown. The customer was discharged on(B)(6) 2022, around 2 am after being declared hypoglycemic.